Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that all the buttons did function properly. However, moisture damage was found on the keypad traces. No button error alarm noted during testing. All the operating currents were within the specification, no unexpected low battery, off no power or battery out of limit alarm noted. The device was received with minor scratched display window, cracked reservoir tube lip and cracked battery tube threads.

Event description:
It was reported that the customer received a button error alarm. Customer's blood glucose level at the time 160mg/dl. Advised insulin pump would be replaced. No additional information is provided.